Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient experienced low power events due to the power to the mobile power unit (mpu) being briefly interrupted. It is unknown if the ac power cord came loose from the mpu, ac wall outlet, or house power disruption. No further information was reported.

Manufacturer narrative:
Section a1-3, h5: correction section h4: additional information manufacturer's investigation conclusion: the report of a no external power event on the mpu was confirmed via the log file. The mpu was not returned for analysis; however, a log file was submitted for review with events spanning approximately 13 days ((B)(6) 2020 ¿ (B)(6) 2020 per the time stamp). A no external power event activated on (B)(6) 2020 from 08:52:31 to 08:52:34 due to a temporary loss of power while connected to the mpu. The backup battery provided power to the system during this event and the alarm cleared when power was restored to the mpu. Pump operation was not affected. Several good faith efforts were sent to customer asking if the mpu will be returned, if the power cord came loose at the wall/outlet or at the back of the unit, or if any environmental circumstances affected ac power at the time of the event (i.e., loss of power to the house); however, no response was given and no device was returned for analysis. As a result, the root cause of the reported no external power event could not be conclusively determined. To date, the mobile power unit associated with the reported event is unavailable and the complaint file will be closed accordingly. If the product is returned at a later time, the complaint will be re-opened. The device history records were reviewed and the records revealed the mpu was manufactured in accordance with mfg and qa specifications. Mpu-33758 was shipped to the customer on (B)(6) 2019. Review of the DHR's noted that the mpu was manufactured with the v-lock ac connector. Heartmate iii instructions for use section 3 entitled ¿powering the system¿ and heartmate iii patient handbook section 3 entitled ¿powering the system¿ addresses how to properly exchange between power sources. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.